Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has been returned and analysis will be completed. Once the analysis closes, this report will be updated.

Event description:
Boston scientific received information that this device programming was changed to monitor only. The patient was seen at the clinic and it was noted that the atrial tachy response (atr) was being detected for greater than 48 hours. The device was later explanted and replaced. The boston scientific sales representative was consulted and stated that the entire system was explanted for infection. To date, no additional adverse patient effects have been reported.